Event description:
The facility's biomed engineering department reported a pump failure while in patient use. The failure types was not reported to biomed. The clinical setting informed biomed that inotropes were being infused at unknown rates and as a result of the failure, the patient cardiac arrested. Despite baxter's efforts to obtain additional information from the facility's risk management department, details were not available regarding patient's demographics, diagnosis or status, medical intervention, channel involved, or set up of the device.